Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse noted several instances of error 23031 in the logs from the previous day. The fse could not replicate the issue today but replaced the master tool manipulator (mtm) out of precaution. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The mtm was analyzed, and fa replicated the issue during the sine cycle and confirmed the issue with the error logs. During calibration testing, the reported problem was able to be fixed. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the left master tool manipulator (mtml) was not responsive. The caller reported that the surgeon had already started to undock the system to convert, and no troubleshooting was performed. The tse reviewed the logs and found error 23031. Tse observed the logs showing the system was power cycled prior to converting. Caller stated a fenestrated bipolar instrument still failed to go into following mode. The procedure was converted to laparoscopic with no reported injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon chose to convert to a laparoscopic approach to avoid delay while switching out consoles. The conversion did not result in increasing port size incision or adding additional ports. The patient did tolerate the change of the procedure conversion. No patient injury reported.